Event description:
During one or more endoscopy procedures, it was reported by the medical facility that the right and center monitors intermittently lost the image and went black. There was no pt injury.

Manufacturer narrative:
Endochoice company representative re-managed video cables during site visit following report. Monitors were replaced and returned to service ctr. No malfunction could be replicated at the service ctr.